Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 570 mg/dl. The customer did experience symptoms of high blood glucose value such as tiredness. Customer stated they were out of the pump since they got critical pump error. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.